Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) wasn't working. The hcp stated that the ins was ¿dead as a doornail¿ after explaining that it could be ¿woken up,¿ as the hcp thought that the patient previously had their ins recovered before. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indication for use is other non-malignant pain.